Event description:
On (B)(6) 2017: apparition of an intraperitoneal collection at the stoma site and the persistence of a wide pneumoperitoneum. On (B)(6) 2017: punction of the collection, continuation of antibiotics prescribed since (B)(6) 2017. The physician clarified that the patient started duodopa on (B)(6) 2017 without nasojejunal test phase.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 a pneumoperitoneum was identified. No treatment information available.